Manufacturer narrative:
The reported particle was returned and evaluated. The particle was white/translucent and hard to the touch, there appears to be dried blood on it. It was approximately 849 microns wide by 1347 microns long. The source and origin of the particle could not be determined. The investigation is ongoing.

Manufacturer narrative:
Product has been requested but not received. The device history records (DHR) were reviewed and found to be acceptable. Review of sterilization records, trend analysis, risk assessment and directions for use underway.

Event description:
A user facility in australia reported that during surgery a clear plastic looking fragment was found in the patient eye under the microscope. The fragment was removed without any patient impact.

Manufacturer narrative:
The device history record, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The root cause of the event could not be determined.